Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was the battery was dying faster than before. Asked which battery. Pt said both: the controller battery and the implant. Pt confirmed one fully charged controller lasts for at least 1 charging session of the implant. Then pt plugged the controller in the wall. Pt said the implant charge usually lasted for 1-2 weeks and now pt was charging the implant every other day or every 2 days now. Pt said they had to plug in the controller to charge before they charge the implant. Pt confirmed they were able to charge the implant within an hour or less on a good day. Pt said everything was replaced except for the leads. The battery pack was replaced in january. Suggested to have the implantable neurostimulator (ins) settings and programming checked. Redirected to hcp. Pt mentioned the controller door was too small and was not closing with the battery pack that they had. A request was sent to repair to order the large door.